Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the connector pin measuring 37.6 cm was returned for analysis. External insulation abrasions were noted at 10.8-11.0 cm and 11.5-11.6 cm from the proximal end of the svc shock coil, consistent with friction to the device can. Internal insulation abrasion was noted at 1.0-3.0 cm from the distal end of the svc shock coil. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.